Event description:
It was reported that during use, the jaws got broken. No further information available.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No did the blade tip brake off? Yes was the blade damaged? No is the white tissue pad damaged? No is the white tissue pad completely missing from the clamp arm? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.